Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the esc buttons stick. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the deep scratches on center of the screen and impacting on ability to view on the screen. Customer stated the insulin squirt insulin through infusion set and bolus function had not followed. The insulin pump will not be returned for analysis.